Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose. Chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes. Chapter 11 / page 116. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods. Extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries). A vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system). Syringes or pens for injecting insulin. Blood glucose test strips. Additional blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious. (See "avoid lows, highs, and dka" on page 119). Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
The mother called while her son was in the hospital, with an error on his pdm (personal diabetes manager) that she did not know what to do with. She stated that on (B)(6) 2019 her son was home without his mother when a warning came up on the pump stating that he needed to change his pod, but when he went to try and change it he could not. Mother confirmed that there was an error reference number on the screen and a message to call product support. Patient started to feel sick the next morning ((B)(6) 2019), threw up, and mother took him to the hospital. His blood glucose had reached 548mg/dl. Patient was diagnosed with diabetic ketoacidosis (dka) and was admitted and treated overnight. The ICU (intensive care unit) doctor treated the patient with an insulin infusion and was hydrated with fluids. The fluids included a mixture with potassium. Patient was also treated with zofran for nausea. Patient seemed to be stabilizing and was supposed to be discharged later that night.